Event description:
Pt reported approximately 2.5 months after injection with juvederm voluma xc in the "smile lines", the right side of their face and both cheeks became swollen, their eyes became "puffy", and nodules developed in the jaw. The pt noted it feels like the product "migrated" from the injection sites to the jaw. The pt was referred to an ent specialist by the injecting physician; the specialist diagnosed the pt with a severe "allergic reaction" and prescribed "steroids".

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professionals, therefore additional event, product, or pt details are not attainable. The events of "swelled up face and cheeks, puffy eyes, nodules in the jaw, and feelings of the product migrating to the jaw" are physiological complications and analysis of the device generally does not assist alelrgan in determining a probable cause for these events.